Manufacturer narrative:
There were no adverse events reported.

Event description:
Boston scientific crm received information from an implant form that this device and lead system were explanted due to pocket infection.